Event description:
After the valve was implanted and the leaflets were tested, the aortotomy was closed and the pt was removed from bypass. Transesophagel exchocardiogram (tee) demonstraled a leaflet would partially open and not close. The pt was placed back on bypass and the valve was rotated and the leaflets moved freely. Tee again demonstrated leaflet impedance. The valve was removed and replaced with the same size and model.